Event description:
It was reported by a customer that the MRI browser listed two exams with the same exam number. Reportedly, one exam had the correct patient data while the other exam contained incorrect information. No injury or misdiagnosis was reported.

Manufacturer narrative:
Ge healthcare requested additional information on the details of the event as well as access to the MRI system to investigate the issue. However, the customer site refused to provide further information and access to the system. Should additional pertinent information become available, a supplement report will be filed.